Manufacturer narrative:
(B)(4).

Event description:
It was reported that "[physician] has been using these catheters for a very long time. Never had an issue and knows how much air to inflate, etc. Said the balloons didn't look right and kept busting. All balloons in the package are not good and need to be replaced." Additional information received on september 17, 2025, indicated that "the balloon burst right before, as the physician was testing. The issue was resolved by using a different catheter. There was no harm or injury to the patient." 5 devices were reported. Associated mdrs: 3011137372-2025-00381, 3011137372-2025-00382, 3011137372-2025-00383 and 3011137372-2025-00384.

Manufacturer narrative:
(B)(4) upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 09 oct 2025 should be retracted.

Event description:
It was reported that "[physician] has been using these catheters for a very long time. Never had an issue and knows how much air to inflate, etc. Said the balloons didn't look right and kept busting. All balloons in the package are not good and need to be replaced." Additional information received on september 17, 2025, indicated that "the balloon burst right before, as the physician was testing. The issue was resolved by using a different catheter. There was no harm or injury to the patient." 5 devices were reported. Associated mdrs: 3010532612-2025-00997, 3011137372-2025-00381, 3011137372-2025-00382, 3011137372-2025-00383 and 3011137372-2025-00384.